Event description:
During attempted implant, decreased sensing, decreased pacing impedance, and loss of capture were observed on the right ventricular (rv) lead. Cardiac perforation was suspected but not confirmed post-procedure. A different rv lead was successfully implanted to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.